Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification: fill 1 15.8 ml; drain 1 15.8 ml (rite specifications 774 - 821 ml). The pal evaluated the device. Accuracy confirmation test was performed and device passed all testing. An external/internal inspection was performed and no problems were revealed. The assignable cause of therapy monitored volume failed performance specification was undetermined. Device was sent to servicing.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 15.8 ml; drain 1 15.8 ml. Per (B)(4) fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml is reportable. Rite test failure, no patient involved.